Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the nerve monitoring system was not working properly and was making strange noise. There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe found the complaint could not duplicate the reported allegation. The mainframe was tested and passed all manufacturing specifications. Analysis of the patient interface found the device had broken cable clip. Replaced cable clips and worn wave washers. The device was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.